Event description:
It was reported that the user experienced hyperglycemia with blood glucose greater than 400 mg/dl while using the ilet system, and the caregiver observed that the insulin cartridge was loose from the chamber; the caregiver reinserted the cartridge, secured the tubing, and changed supplies per procedure, and the event was associated with an on-device 400-series alert. Symptoms included elevated blood glucose without acute complications. Outcomes included temporary impairment requiring self-management actions and consultation plans with the care team, without hospitalization or professional medical intervention. Investigation included customer interview, device-use review, and troubleshooting and education. Investigation of this case revealed an undetermined root cause, with user confirmation of proper replacement of supplies and secure connections following the event. It was concluded that the event was hyperglycemia with cause unclear, with no evidence of device malfunction identified based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.